Manufacturer narrative:
Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that there was an event code logged in their device's memory. The event code logged in the device's memory is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the device's battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that there was an event code logged in their device's memory. The event code logged in the device's memory is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with the reported event.